Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The erbe generator was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the generator involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was placed on an in-house system under normal mode and failed. The unit will be returned to original equipment manufacturer (OEM) for repair. The root cause of this failure is attributed to component failure. .

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer was getting errors from the erbe generator. They had tried to power cycle the generator multiple times with no change. The technical support engineer (tse) was able to review system logs and confirmed a 25913 error with an erbe error of u-02. Tse suggested trying another instrument or instrument cable. Tse did explain if they have tried to power cycle the erbe generator with no change, the erbe would likely need to be replaced. Tse suggested that they could try to use an alternate generator to complete the procedure. The procedure was completed as planned with no reported injury. Surgeon called back in to ask if there was any further action that they needed to do prior to redocking. They are using a covidien generator, found a blue energy activation cable. Tse stated that as long as the blue energy activation cable plugs into the personality module energy device (pmed) they should be able to continue using the da vinci energy pedals on the surgeon side console (ssc). Customer is continuing to redock and will call back if they have any further issues.